Event description:
It was reported on (B)(6) 2018, a 21mm sjm regent heart valve w/flex cuff was implanted in the aortic position and a 27mm sjm masters series valve expanded cuff was implanted in the mitral position due to endocarditis. On (B)(6) 2021, both valves were explanted due unknown symptoms the patient presented with and the antibiotics that were given. The patient status is unknown. Additional information was requested but cannot be obtained. Manufacturer report number: 2648612-2021-00065.

Manufacturer narrative:
An event of valve explant due to unknown symptoms was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.